Manufacturer narrative:
Contract manufacturer dexcom inc.(B)(4). Product not expected for return (sensors): device return is not required. .

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the cgm readings were inaccurate as compared with the fingerstick, and that as a result of this her blood glucose level dropped to the low bg pae occurred due to the inaccurate cgm readings and not recognizing that her bg was dropping. Bg was 40-mg/dl with severe dizziness. Patient self treated with 3 glucose tabs. During troubleshooting, CT identified multiple es errors. This complaint is being reported because the user reacted to incorrect continuous glucose monitoring data and the patient had hypoglycemia.